Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Gastrointestinal ulcers are known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2025, the patient was referred to the emergency department where they fixed the j tube and restarted oral medication. On an unreported date, an endoscopy was performed visualizing the peg tube in the distal part of the pei probe without detaching. Both the peg and pei probes were removed. Pressure ulcers were seen in the first part of the duodenum and in the inflow of a pylorus due to traction of both tubes. The plan was to insert a new peg tube without inserting a pei probe for 6 months with a schedule of omeprazole 20 mg every 12 hours. Duodopa will be restarted by gastric route by medical decision for 6 months and then a new endoscopy and placement of a new pei probe will be performed. Stable patient with no associated symptoms.